Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the ICU, when the doctor was attempting to insert the swg into the needle, resistance was met. As he was "pushing" it out of the advancer, the swg began to unravel. As a result, a new kit was opened and used without issue. A delay was reported, however, there were no complications or death to the patient as a result of this occurrence.